Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occured on (B)(6) 2016. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.